Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(4)2014; inratio: 3.7; date: (B)(4) 2014; lab 6.7. Range: at 3 inr. Patient self tester added multiple drops of blood; touched finger to the sample well. The patient's warfarin dosage was changed on (B)(4) 2014. Due to the misinterpretation of error message ('lo') about 12 hours prior to the inratio result of 3.7. He went to bed on (B)(4) and on (B)(4)there was blood on his sheets; was bleeding out of his arm where they put the needles for his dialysis. Patient put on new gauze and new tape and applied pressure; no other treatments were done. On (B)(4) 2014, the patient self tester did not take his warfarin dosage based on the lab results the day before.

Manufacturer narrative:
Investigation pending.